Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl for an unknown cause and went to the emergency room (ER). The customer was treated with dextratrose intravenous fluids and saline drip. Approximately 5 hours later, the customer left the ER with a bg level of 161 mg/dl and feeling well.